Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/10/2005 to the present date 11/04/2020 and note that this device has been returned for service 3 times without correlation to the customer reported issue or service repair.

Event description:
The customer reported that the device was broken/damaged. It was reported there was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device was broken/damaged. It was reported there was no patient involvement.